Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure placed a 2.5x20mm promus element plus stent in the ostium of the proximal left anterior descending (lad) artery. Following post dilation with a 2.5x12mm balloon inflated 3 times (16atm, 16atm, 14atm) an attempt was made to advance a non bsc imaging catheter, but the imaging catheter compressed some of the proximal segments of the 2.5x20mm promus element plus stent. Multiple inflations with a nc quantum balloon were performed and then an overlapping 3.0x8.0mm promus element plus stent was successfully placed to finish the case. No patient complications were reported and the patient status is fine.